Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt was experiencing heating at the ipg site while recharging. The pt had been recharging for 2.5 hours at a time and placing the charging antenna directly against the skin. A replacement charging system was sent to the pt. Follow up identified the physician opted to replace the ipg.